Event description:
Patient initially treated with im nails to l femur and tibia. Patient moved away during post op period and had on going pain during this time. Pt diagnosed with non unions at both sites. Revision surgery in (B)(6) 2012, involving exchange of nail from l femur and removal of im nail from l tibia using plate and iliac crest autography. Tibia is now united and pain free. L femur was still painful and showed no sign of radiographic union. (B)(6) 2013, procedure was preformed to remove the im nail in l femur with revision of rif using 95 degrees condylar blade plate and iliac crest autography. Outcome is favorable and patient is doing better than prior to procedures. This is report 3 of 4 for this complaint (B)(4). This report is for an unknown screw.

Manufacturer narrative:
This device used for treatment not diagnosis. This report is for an unknown screw. Implant date reported as an unknown date, (B)(6) 2012. Without a lot number the device history records could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device used for treatment not diagnosis. Implant: unknown date in (B)(6) 2012 implant date.